Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible. No physical sample, images or videos were delivered. A clear root cause could not be identified but deformation of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent thrombectomy & atherectomy procedure. During a recanalization procedure via arteriovenous fistula in the arm, it was reported that the catheter tip allegedly got detached from the catheter. It was further reported that resistance was felt while moving the catheter for a short moment. Reportedly, the two centimeters of wire of the tip was missed and only one centimeter of wire was able to snare while the remaining one centimeter wire tip was still in the vein. The current status of the patient is unknown.